Event description:
It was reported that during a laparoscopic sigma procedure, blade broke, could be removed. Another device was used to complete the procedure. There were no adverse consequences for the patient. No further information is available.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.